Manufacturer narrative:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary: (B)(4) outer insulation separation, distal conductor blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up with physician revealed cause of death was dementia. Further reported no autopsy done. Patient was not pacemaker dependent. Last trans-telephonic transmission approximately one month prior to death showed device function was normal and battery life was fine.